Manufacturer narrative:
Device was confirmed to be discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause for the issue could not be determined. Per the instructions for use of the device, battery depletion is a known possible risk of use of the device, but this can not be confirmed without device analysis. Internal complaint number: (B)(4).

Event description:
Additional information provided alleged that the patient presented with classic opioid withdrawal symptoms due to their battery reaching eol in their prometra I pump. The patient was confused, nauseated and shaky. The patient's pump was replaced with a medtronic device, and the original pump was discarded.

Manufacturer narrative:
Additional information was received regarding an update to the explant date. The initial explant date was rescheduled due to insurance authorization issues. No further information was reported. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a pump that would not communicate with multiple programmers. Physician reported that the patient reported withdrawal symptoms. They report that when they try to inquire the pump, the tone is very low and sporadic compared to the normal steady sound. They report that the pump is not flipped. They report that both programmers that were used to attempt to connect to the pump were 2.01.6. The physician reports that they plan on getting the patient's pump replaced, but additional follow up was unable to confirm any additional details on patient or pump status.

Manufacturer narrative:
Pending follow up information and possible explant and device return. A review of the device history record for the alleged pump, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).